Manufacturer narrative:
Engineering investigation: the device in question was not returned. The details provided indicate that the balloon would not release from the stent after deployment. It is not clear what approach was taken to target the vertebral artery and if the anatomy was tortuous or not. The vertebral artery is located in the neck. The instructions for use specify to deflate the balloon for 40 seconds prior to withdrawal of the balloon. Based on the complaint details in is not clear if an adequate amount of time was allowed prior to withdrawing the balloon back out of the stent. Multiple attempts to obtain additional information have been made but no responses have been received. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing associated with the complaint. There were no issues in regards to the stents being able to pass through the introducer sheath. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following. Balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the review of the device history records and product complaint details atrium can find no fault with the product. It is possible that the balloon was not allowed to fully deflate prior to attempting to remove the balloon from the stent. This cannot be confirmed without fluoroscopic imaging. The advanta v12 covered stent system is indicated for restoring and improving the patency of the iliac and renal arteries. Clinical evaluation: vertebral artery stenosis carries a very high risk of stroke and increased mortality. Endovascular revascularization with primary stenting offers an alternative treatment option for these patients who are poor surgical candidates. Per the instructions for use (IFU), prior to stent expansion, fluoroscopy should be utilized to verify that the stent has been properly positioned. The stent should not be deployed if it is not properly positioned. IFU also states that potential adverse events include, but are not limited to, inadequate implantation or intimal trauma, and stent misplacement, migration or deformation. The IFU also warns, do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered and that under expansion of the stent may result in stent migration.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The balloon remained attached to the stent. By pulling the balloon abruptly to disconnect it, the stent withdrew about 5-10 mm off the target.